Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged due to twiddlers syndrome as confirmed through fluoroscopy. Additional information obtained indicated that the patient had manipulated the device enough to dislodge the lead and broke the suture tie down from the device to the muscle. It was found that lead measurements were not stable during device evaluation. The physician opted to deactivate the device in the interim and scheduled a lead revision. The lead was repositioned and remains in service. No additional adverse patient effects were reported.